Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while attempting to charge the pump. There was no reported impact to the customer's blood glucose level. A replacement cable and adapter was sent to customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.